Event description:
It was reported that the extravascular (ev) lead exhibited noise upon provocation. The ev lead was reprogrammed. A chest x-ray was performed in which the lead position was noted to have changed since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the lead revision, prior to the intervention, the lead was observed to be in a more acceptable and vertical position from the one reported after the patient was put under general anesthesia. R-waves varied, suggesting suboptimal contact with one of the rings. Unipolar sensing r1 to can had more consistent r-waves while r2 to can was low and more variable. The lead position surprised the physician, and the lead was observed to have moved from a more lateral position to a more vertical one. The physician looked at the lead slack distal from the suture sleeve, and it seemed that there was enough slack to have pushed on the lead at times and displaced it. The stability of the lead and suturing was suspected to be suboptimal, so it was decided to open the xiphoid pocket first and assess how well the lead was holding to the anterior rectus fascia. After reaching the suture sleeve through the incision the physician noticed that the suture sleeve was intact and that the lead is holding well. The physician then pushed the suture sleeve up and managed to reproduce the lateral tilt on the lead that was reported. R-waves were variable with this maneuver. The physician then decided to free up the lead and pull it down to reduce the slack distal to the suture sleeve. The physician managed to pull the lead about one centimeter and the r-waves in this position were more vertical and the lead was still in an anatomically acceptable position. The r-waves increased and were much more stable with no drops like we¿ve seen with them when the lead was moving laterally. The physician was confident that if the lead was secured in the new position that it wouldn¿t move to the left as much as before. R-waves were acceptable and stable. Unipolar sensing r1 to can was also acceptable whilst r2 to can stayed low. A new template was collected, and right ventricular sensitivity was programmed. Additional reprogramming was d one and the hope is that the lead will not migrate now that slack is removed and less noise will be picked up if the lead fixation stays. It was noted that at the post revision check, all measurements were reproducible and acceptable.